Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a bile duct occlusion. During unpacking however, the stent of a 10 x 60 mm absolute pro self-expanding stent system was noted to be partially exposed from the retractable sheath. Therefore, the device was not used in the patient and was replaced with another unspecified device to successfully complete the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The premature deployment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the indication listed in the IFU states: the absolute pro .035 peripheral self-expanding stent system is intended for the stenting of peripheral arteries as an adjunct to percutaneous transluminal angioplasty (pta) and for the palliation of malignant strictures in the biliary tree. In this case, the absolute pro was not used. The investigation was unable to determine a cause for the premature deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.